Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2012. Subsequently, patient was revised on (B)(6), 2012, due to suspected infection. The root cause of the discomfort was determined to be gout.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction". Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.